Event description:
It was reported that at the beginning of a thyroid procedure, the device would not cut and seal. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.